Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The thread loop was overlapped on the band and did not release [unable to effectively deploy band]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The trigger cord attached to the barrel with 5 bands remaining on it was returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the 6th band. Two (2) beads were therefore out of place and the trigger cord position had shifted. The beads for the missing band one (1) were on the trigger cord inside the barrel. The remaining beads were still on the barrel but were out of place. The trigger cord also had loops that had pulled away from the barrel between bands three (3) and four (4), and between bands five (5) and six (6). The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.